Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has been using her implant for 5 years and has well developed hearing and speech. Since one week she has no more hearing sensation. Her external parts were fully functioning. A CT scan shows the array to be in the cochlea. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient has been using her implant for 5 years and has well developed hearing and speech. Now she no longer has any hearing sensation. The external parts were fully functioning. A CT scan shows the array to be in the cochlea. No trauma has been reported.